Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted after less than one month implanted. Due diligence has been completed but no additional information was provided. Device has been returned and analysis performed. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted after less than one month implanted. Due diligence has been completed but no additional information was provided. Device has been returned. No adverse patient effects were reported.